Event description:
Potential severed tendon. The physician was informed by the patient that the tendon had been severed during the procedure and the patient would need it reconstructed. No information was provided on which tendon was severed. The physician indicated the device did not malfunction.

Manufacturer narrative:
Tendon injuries are included in the instruction for use as a possible complication as the result of the carpal tunnel release procedure. Furthermore, the physician of this case indicated that the device did not malfunction, and it can be concluded that the device did not likely cause the injury due to malfunction. The device was not returned for analysis. Additionally, the lot number was not reported and therefore a review of device history records could not be performed.